Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their levels were 492mg/dl and wanted to make sure pump was functioning properly. The customer states they administered a manual injection, back when their level was 300mg/dl. The customer declined to troubleshoot for the high levels. The customer states they noticed the levels going up after they ate dinner and changed out their site. The customer was advised to change out their infusion set and reservoir. The customer was advised if levels do not drop, to call back to have sets replaced. No further assistance provided at this time.